Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.4, h.6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "no complaint". This record is no longer reportable to the FDA. This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to reported partial implant(d6a) date: 2008. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.